Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a weak 7 segment led display/screen. No patient involvement is noted.

Event description:
The customer reported a weak 7 segment led display/screen. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dim u4 on display board. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/29/2019 to the present date 10/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the display board.